Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing out o the ordinary was discovered. There were no instrument collisions. A wire was found to be broken. No fragments fell inside the patient. The issue was resolved by using a backup device of the same kind. No patient information can be provided.